Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was programmed to vvir since late (B)(6) 2025 due to an abrupt rise in pace impedance measurements from mid-600 ohms to greater than 3,000 ohms on this right atrial (ra) lead. This behavior was consistent with suspected ra lead fracture; thus, this ICD system was not magnetic resonance imaging (MRI) conditional. This ra lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was programmed to vvir since late (B)(6) 2025 due to an abrupt rise in pace impedance measurements from mid-600 ohms to greater than 3,000 ohms on this right atrial (ra) lead. Ra lead noise was also noted on a recent atrial tachy response (atr) episode. This behavior was consistent with suspected ra lead fracture; thus, this ICD system was not magnetic resonance imaging (MRI) conditional. This ra lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b5: event description updated to include report of noise on atrial tachy response (atr) episode. Correction to h6: device coding updated to reflect report of noise on the atr episode.